Manufacturer narrative:
(B)(4). Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient underwent vns explant less than 1 month after vns implant due to infection. It was noted that the patient has low immunity, and the surgeon was aware of the infection risk for the patient prior to surgery. Device history record was reviewed for the suspect generator. The device was confirmed to be sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.